Manufacturer narrative:
The alarm trace showed "abnormal low signal" alarms indicating an issue with signal generation. The field service engineer (fse) replaced the pinch tubes. Afterward, the instrument was operating within specifications. The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The tsh and ft4 IV reagent lot numbers with expiration dates were not provided.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys tsh (tsh_ and elecsys ft4 IV (ft4 IV) on a cobas e 601 module. The initial tsh result was 0.207 uiu/ml. The initial ft4 IV result was 3.63 ng/dl. The field service engineer (fse) replaced the pinch tube and the sample was repeated on (B)(6) 2024. The repeat tsh result was 0.618 uiu/ml. The repeat ft4 IV result was 1.03 ng/dl.